Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-500-25 (lot d068567); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during advancement, a pipeline flex with shield technology stent encountered severe resistance in the phenom 27 microcatheter. The stent was damaged and failed to open, and the microcatheter fractured. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, c6 aneurysm with a max diameter of 5 mm and a 8 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 8 mm. The angiographic result post procedure reported c7 aneurysm. The vessel segment from c7 to c5 was tortuous, resulting in significant resistance during stent advancement. During stent deployment, elongation and relaxation maneuvers were performed to adjust wall apposition at the outer curve of c6, the stent became flattened and failed to open. On the third attempt, the stent delivery catheter fractured, and the stent was withdrawn from the body together with the p27 microcatheter. The products were replaced with a medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pushwire was observed to have a break in the distal section. The stent had not been fully deployed and the stent and pushwire were withdrawn from the body together with the microcatheter.